Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode with a peak blood glucose (bg) of 322 mg/dl. The agent told the patient to consider if the site needed to be changed. The patient reported feeling sweaty but fine. He was out of range for less than 90 minutes and did not require outside intervention.